Event description:
On (B)(6) 2011, patient reported the down button on the infusion device is not working. Patient stated he noticed the issue when he was attempting to bolus. Patient reported the number for the bolus would not change. Patient stated the issue occurred about 2 days ago. Patient reported the button pops back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.